Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2004 and mesh and a tyco ivs tunneler product were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Additional narrative: the patient underwent mesh implantation in order to treat vaginal prolapse, rectocele, cystocele, urinary incontinence.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Vaginal odor. Dyspareunia. Additional information: it was reported that patient experienced vaginal odor, discharge, mesh erosion and dyspareunia after implantation. Mesh removal done in (B)(6) 2007.